Event description:
Pt experienced pain and redness post posterior tibialis repair with orthadapt augmentation; graft was explanted approximately six months post-repair.

Manufacturer narrative:
The case was reported to the pegasus biologics, inc. Approximately six months after the event. Multiple attempts were made to verify the report and obtain case information (including manufacturing lot of the device); however, these attempts were unsuccessful. Additionally, the product was not returned to the manufacturer for evaluation. The manufacturer of the device at the time was pegasus biologics, inc. Synovis orthopedic and woundcare, inc is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.